Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that this patient was in the hospital for abdominal surgery. Shocking impedance measurements had been gradually increasing and were noted to be consistently 130-140 ohms. There has been no noise or oversensing and pacing impedance and threshold measurements are within normal limits. The last delivered shock was at the implant procedure. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). A boston scientific technical services consultant discussed with caller that based on testing results and that there are no other signs pointing to a problem, they could elect to monitor the patient or performed testing to ensure lead integrity. An x-ray was performed which identified stretching at the proximal end of the proximal coil. The conductor appears to be intact. The consultant recommended programming the lead from right ventricle (rv) to can for the high voltage vector. No other adverse events have been reported. This product issue will be updated if additional information is received.

Manufacturer narrative:
(B)(4). The patient was presented back to the electrophysiology (ep) laboratory in (B)(6) 2014. A commanded 1.1 joule shock was delivered and the recorded shock impedance measurement was in the 70 ohm range. Boston scientific received information that the patient became increasingly ill following the abdominal surgery (renal transplant) in (B)(6) 2014. The patient's medical history was significant for end stage renal disease that was diagnosed in 2000. The patient developed multiple ventricular tachycardia episodes that were detected by the device and successfully terminated following delivery of single 41 joule shocks. The patient was placed on comfort care and died in (B)(6) 2014. There were no allegations against the patient's implanted system and the cause of death was related to multiple co-morbidities.